Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the bipolar impedance of 235 ohms was lower than in unipolar at 352 ohms, and p-wave sensing was decreased. The lead remains in use. No patient complications have been reported as a result of this event.